Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in (B)(6) (patient database) that the patient did receive one positive curative test result. The patient's test sample (B)(6) was collected on (B)(6) 2021. The patient's sample resulted in a repeat on plate-(B)(4) and was retested on plate-(B)(4) which resulted out as positive with a CT value of 37.81. No corrections were made to this test report upon release to the patient. Sample (B)(6) was on plate-(B)(4) and testing started on (B)(6) 2021 at 6:50pm cst and the result for this test was released on (B)(6) 2021 at 12:56am cst as repeat with a CT value of 39.18. Sample (B)(6) was retested on plate-(B)(4) on (B)(6) 2021 at 1:20am cst and the result for this test was released on (B)(6) 2021 at 5:13am cst as positive with a CT value of 37.81. Per the clinical lab's investigation, sample (B)(6) was resulted correctly and any contamination to the patient's sample was ruled out based on evaluation of the controls and empty wells in the plate. The patient's sample was located on plate-(B)(4) at position e2. Plate-(B)(4) contained three empty wells at positions b4, c4, and c7 all which displayed zero human and viral amplification. The sample was retested on plate-(B)(4) position c7. Plate-(B)(4) contained samples up to b10 and zero viral amplification was observed in the empty wells or negative controls. Plates (B)(4) were extracted together by (B)(4); (B)(4) at 20:26 and position e2 was negative on all plates except (B)(4) which was repeated for confirmatory result. The lowest CT viral value surrounding the sample in question was 24.71 in a diagonal position to e2 on plate (B)(4). It is uncommon for samples located diagonally to be the cause of contamination. Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. Master mix batch 286 was used for pcr. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation clearly showed a true positive result.

Event description:
On (B)(6) patient emailed stating: "do not contact me I will be seeking legal counsel I see you have to get paid I'm not contagious the last company contact worker from (B)(6) told me after the 12 day I cannot infected anyone and can go back to work unfortunately my company I work for won't let me come back until I test negative you call viral shedding all your doing is preventing me from making a living!" On (B)(6) (B)(4) replied requesting phi. (B)(4) added a note: "emailed software hipaa revoke request (ticket (B)(4)) - software confirmed moved to independent database". On (B)(6) (B)(4) added a note: "patient tested positive at another lab (B)(6) and was told after 12 days he can't infect anyone. He went to curative in hopes of getting a negative result so he can go back to work. When his results came back positive, he called in very irate and wanted his info removed. Advised patient we could not remove his information from the system but he could revoke hipaa. Emailed software hipaa revoke request (ticket (B)(4)) - software confirmed moved to independent database."